Manufacturer narrative:
This device is not sold in the us but a similar device is. The customer has provided information on their reprocessing. The mh-946 injection tube is used for manual cleaning of the device. There are no scratches on the installation part of the mh-946. The facility does not use an automatic endoscopy reprocessor (aer) and does manual reprocessing instead. The nozzle has not been replaced before. The device is returned and an evaluation completed for it. The user¿s complaint was confirmed. Upon inspection and testing, it was noted that the nozzle was clogged with unidentified foreign material. The water amount supplied failed to reach the specification. The user¿s complaint was confirmed. Other observations for the device are: the device angle was insufficient; the insertion section and light guide tube were wrinkled; and suction cylinder and channel port were worn. Evaluation is ongoing. Supplemental report(s) will be submitted when any relevant new information is available.

Event description:
As reported for this event by the customer, during reprocessing the device had irregular flow of air/water. There was suspicion of clogging of the nozzle. There is no patient involvement. The previous procedure was diagnostic and completed with the same device with no harm to the patient. There was no abnormality of the nozzle or air/water flow observed during the inspection prior to the previous procedure.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, a definitive root cause could not be established. It was presumed that foreign material such as adherent or like that of gauze, foreign material originated from the peripheral device, body fluids and chemical solutions clogged in the nozzle because of inappropriate reprocessing after the previous procedure. The user can detect the suggested event properly by handling the device in accordance with the following instructions for use (IFU): "operation manual preparation and inspection: inspection of the endoscope_ inspect the air/water nozzle at the distal end of the endoscope¿s insertion section for abnormal swelling, bulges, dents, or other irregularities. Operation manual inspection of the endoscopic system: inspection of the air-feeding function; inspection of the objective lens cleaning function." The user can decrease and prevent occurrence of the suggested event by handling the device in accordance with the following IFU: " reprocessing manual: precleaning the endoscope and accessories: flush the air/water channel with water and air_ caution: to prevent clogging of the air/water nozzle of the endoscope, flush water into the air channel of the endoscope, using the aw channel cleaning adapter (mh-948) after each patient procedure. Manually cleaning the endoscope and accessories: clean the external surface: immerse the endoscope in the detergent solution. Thoroughly brush or wipe all external surfaces of the endoscope, using clean lint-free cloths, brushes, or sponges. Pay particular attention to the air/water nozzle opening and objective lens on the distal end of the insertion section, and confirm that all debris is removed from all surfaces of the distal end. Flushing detergent solution into the air/water channel. Presoaking the endoscope. If there was excessive bleeding during the patient procedure or if precleaning could not be performed immediately after the patient procedure, presoaking the endoscope in detergent solution before manually cleaning the endoscope may be required to wet and loosen debris that has dried and hardened onto the endoscope¿s surfaces." Olympus will continue to monitor field performance for this device.